Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump¿s cartridge connector could not be turned or removed when the device indicated it was out of insulin, and attempts to rewind and remove the cartridge were unsuccessful, leading to shipment of a replacement device and shutdown of the original; the patient continued glucose monitoring using a dexcom g7 application and later paired the replacement ilet to the mobile app. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued therapy management with cgm. Investigation included technical support troubleshooting and collection of device history and user feedback. Investigation of this case revealed an inability to disengage the cartridge connector consistent with a connector or pump mechanism issue. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical component failure of the connector during use.